Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complications and patient death cannot be determined. The surgeon indicated that the patient expired from liver failure associated with a non-surgical related infection. There is no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. No image or video clip for the reported event was submitted for review. A system error log review was conducted for the procedure in question, performed on (B)(6) 2021 on system sk3621. While various system and informational messages were recorded, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. A review of the event information provided was conducted by an isi medical safety officer and the following was noted: according to the information in the description of events above, there is not enough information that would enable a qualified person to determine the cause of the patient¿s death after undergoing a da vinci-assisted ventral hernia procedure. The indications for the second operation are not provided in the description of events above. Furthermore, the etiology of the patient¿s ¿non-surgical related infection¿ and the cause of the patient¿s death are not provided. Although the surgeon believes that the da vinci system, instrumentation, and/or accessories did not cause or contribute to the patient¿s death, there is not enough information to determine what may or may not have caused the patient¿s death. The patient underwent a da vinci-assisted procedure and experienced unspecified post-operative symptoms. The patient underwent a secondary exploratory procedure with no intervention performed. According to the surgeon, the patient ultimately passed away from liver failure due to a non-surgical related infection. There is not enough information to determine what may have caused the post-operative complications and subsequent patient death. This MDR is being submitted as part of a retrospective complaint review.

Event description:
It was initially reported that three days after a da vinci-assisted ventral hernia extended totally extraperitoneal (etep) procedure that was completed on (B)(6) 2021, the patient passed away on post-operative day #3. There were no known or evident complications during the initial procedure and the surgeon/site does not believe that an intuitive surgical, inc. (Isi) device caused or contributed to the reported death. The patient had presented with unspecified symptoms and complications post-operatively on (B)(6) 2021. The patient was taken for an exploratory laparotomy where no internal bleeding or any other surgical issue was identified and no medical intervention was required. The second procedure was completed without incident; however, the patient reportedly expired on (B)(6) 2021. The surgeon of record does not believe that an isi device caused or contributed to the reported post-operative complications or the patient¿s death. The surgeon indicated that the patient had a ¿non-surgical related infection¿ leading to ¿liver failure¿ which resulted in the patient¿s death and it had ¿no bearing¿ related to the initial procedure.